Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose with blood glucose of over 600 mg/dl. Customer¿s current blood glucose was 114 m/dl. The customer was treated with syringes. During troubleshooting the customer got frustrated and hung up before they could get weight or hospitalization information. In additional notes they tried to take customer to psychiatric ward but he escaped and got in touch with his wife where he was then taken to a hospital to get real treatment for the high blood glucose. Customer declined troubleshoot for the high blood glucose. Customer did mention that at the hospital they gave him an IV with insulin and some fluids. The insulin pump will not be returned for analysis.